Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted during a supracervical abdominal hysterectomy, bilateral salpingo-oophorectomy, and a prefyx tension-free vaginal tape sling and cystoscopy procedure performed on august 16, 2010, for the treatment of prolapse and stress urinary incontinence. On postoperative day one, the patient experienced pain around the operative area. Furthermore, the patient's lungs were clear, bowel sounds were present, and her urine output was adequate. There was no tenderness in the inferior extremities. She was started on a diet and advanced, as tolerated, oral medications, and was up and about with assistance. The patient's residual urine was 0, and the foley catheter was removed. She was noted to be anemic, even before surgery, and the drop in hematocrit was not significant. She was, however, started on feosol and folic acid. On postoperative day two, she was doing better. There was minimal tenderness around the incision site. The patient's lungs were clear, and her abdominal wound was healing well. There was also no tenderness over the lower extremities. She handled the procedures well and was sent home with detailed discharge instructions. According to the surgical pathological findings, the patient had benign proliferative pattern endometrium, myometrium-adenomyosis, and leiomyoma. Additionally, the patient's bilateral ovaries had benign follicular cysts. Her bilateral fallopian tubes had no significant pathologic alterations. Lastly, the patient had serosa-fibrous adhesions. The patient was diagnosed with hypermenorrhea, polymenorrhea, secondary anemia due to blood loss, multiple fibroids of the uterus, prolapse cervix and uterus second degree, cystorectocele second degree, urinary stress incontinence, left ovarian cyst, and pelvic adhesions. Furthermore, the patient was sent home on a regular diet and with activities as tolerated, with the exception of no heavy lifting or straining and sexual abstinence. She is to see the physician on august 30, 2010 at his office for a follow-up visit and staple removal. She was discharged on feosol 300mg po three times a day for six months, folic acid 1mg po three times a day for six months, estradiol 1mg po daily, and laxative of choice prn. There were no referrals to other services.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2010, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).